Manufacturer narrative:
Corrected information in sections b2 <(>&<)> h1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and it passed all testing in the laboratory and no anomalies were identified. The 8731sc was returned and analysis identified damage in the cup of the connector. The neu-unknown catheter was returned and no significant anomalies were found. Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8731sc lot# serial# (B)(6)implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving saline via an implanted pump. Per the reporter, at one time, the pump delivered dilaudid and morphine. There had also been a couple of other medications in the pump but the reporter didn¿t know what they were. The indication for pump use was non-malignant pain. On (B)(6) 2017, the patient was wondering if the pump was under a recall. The patient had been in a lot of pain. He went in for a pump refill last wednesday ((B)(6) 2017) and ¿turns out it ain¿t been working since they put it in.¿ the patient also stated that it hadn¿t been working for three months. It had all the fluid in it. The healthcare professional (hcp) took out 16cc of fluid, but they only put 17 cc. His hcp wanted to do emergency surgery right away to replace the pump, but didn¿t suggest that the pump was part of a recall. The patient said ¿no¿ he wanted to think about it. Per the patient, he didn¿t want to because then he had no recourse at all. They filled the pump with saline and he was taking oral medication (hydrocodone). Per the patient he had been taking a lot of oral hydrocodone the last few months. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-jun-16. It was reported that the patient was working on getting the pump removed but the physician stated they were waiting on the manufacturer. The patient stated that his current pump was physically hurting his stomach and getting rock hard again.